Event description:
It was reported that a patient experienced a dental abutment fracture and the implant was removed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803 . The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.